Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that non-sustained right ventricular oversensing determined to be post sensed t wave oversensing (pstwos) was observed on the implantable cardioverter defibrillator (ICD). No other issues were observed on the ICD. Programming changes and additional testing were to be made in clinic. The patient was being monitored remotely. The patient was stable.